Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that displayed as low on the continuous glucose monitor. Cause was not known. Customer consumed carbohydrates to address bg. Customer continued to use the pump for insulin therapy.